Manufacturer narrative:
Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime, system sensor test, excessive no delivery test and displacement test.no unexpected low battery alarms noted. Unit was programmed with test minilink and the glucose sensor simulator. Unit comunicated properly with glucose sensor simulator and display the 100 value properly on display graph. Unit threshold suspend was set to 60 units. Threshold suspend feature working properly. Unit received with minor scratched lcd window.

Event description:
The customer reported via phone call of low blood glucose of 50 mg/dl and that the pump did not suspend. The customer's blood glucose reading was 178 mg/dl at the time of the call. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.